Event description:
According to the rptr, the device will not operate on ac power. There was not pt associated with the report.

Manufacturer narrative:
Physico-control evaluated the device and observed that it would not operate on ac power. Physio replaced the power supply module and then observed proper device operation through functional performance testing. The device was returned to the customer for use.